Event description:
Per the clinic, the patient experienced a burning sensation and pain at the implant site, high impedance measurements, and no perceived benefit from the implanted device following a fall with impact to the implant site. (Specific date not reported). Open circuit was noted on one electrode prior to the fall. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced non-auditory sensation. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.